Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory found that the device had reached eri on (B)(6) 2017 and was in eol when received in the laboratory. Further investigation of the memory found several memory errors recorded, and it appears that the device is in a continuous loop of memory resets. Testing of the device was conducted, exposing it to simulated heart load conditions to observe the pacing and sensing functions; the device did not pass this testing due to a high current drain resulting in a low battery voltage. An attempt to download new firmware into the memory was conducted; however, the same high current condition was observed as the device continues to perform resets. Detailed analysis determined that a portion of the internal circuitry was not functioning as intended, resulting in the device to be frozen in a continuous reset loop which is subsequently causing a high current drain on the battery.

Manufacturer narrative:
The pacemaker is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this pacemaker had reached explant status. Attempts to perform a memory download were not successful and an alert message was displayed on the programmer screen. Boston scientific technical services (ts) was contacted and further discussion of the issue concluded that the device was experiencing a high power consumption which was potentially disrupting the wireless telemetry function. Replacement of the pacemaker was recommended. A revision was performed and the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.